Event description:
Anchor broke when just starting to thread. The anchor was removed and additional twinfix were used to complete the repair. There was a slight delay as a result. Additional information was collected stating, first case was a (B) (6) farmer with a subscap tear that was two years old. Did a subacromial decompression (sad) then placed one ab anchor which broke (appeared to be inadequate hole prep), then he placed one twinfix ti and one footprint. The blue cobraid strand in the anchor shredded.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B) (4)